Manufacturer narrative:
Additional information: a2, a3, a4, a5, a6. Correction: h6 (patient code).

Manufacturer narrative:
Returned device was received in good physical condition other then a cracked right plunger case. No evidence of reported problem in event log was found. During the evaluation of the device, analysts were unable to duplicate the reported concern. In the evidence log it was found that the customer was running 2 programs with the same setting volume/time. Volume = 4.000 ml, time = 10.00 hr. First program was start at 18:32 pm and ended at 4:32 am (10hrs.) When the infusion completed the volume delivery at 4.000 ml which is correct. The second program was start at 6:26 am and ended manually by customer at 14:39 pm (roughly 8 hrs.) And the volume delivered is at 3.8020 which is the correct total for 8 hrs of delivery time. No problem was found, pump operate as intended. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that a smiths medical medfusion syringe pump would not stop running even though it showed the amount being infused was 0.0. Staff had to manually shut it down. The pump was infusing lipids at the time. "The pump was still infusing at a rate of 0.4ml per hour and also had displayed that there was 0:00 time remaining on the infusion. It should have stopped and alarmed that infusion was complete but it didn't." No adverse events were reported as staff shut it down in time.